Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-00314. It was reported that the patient was experiencing pain in their right leg/buttock intermittently whether therapy was enabled or disabled. In turn, the patient underwent surgical intervention wherein the lead was explanted and replacement device was placed with a more inferior approach to address the issue. Note: since it is not known which device was causing the issue, all possible devices are being reported on.

Event description:
Further information obtained indicated that the patient's system is not causing pain for the patient, but instead is ineffective at providing pain relief. It was reported that the right leg pain is being caused by calcifications in the patient's spinal canal as a rare consequence of arachnoiditis, which the patient had from a previous lumbar spine surgery. A CT scan confirmed the arachnoiditis ossificans which showed the calcium buildup on his nerve roots intrathecally. This pain was the intended target for the right side of the bilateral implant. The patient has complete left side coverage, but the therapy is ineffective for the right leg pain caused by the spinal calcifications. It was reported that the patient underwent a selective nerve root block followed by a caudal epidural steroid injection to address persistent right leg pain. The patient has been given injections with minimal relief and has taken high dose steroids with some benefit. Further intervention may be pending to resolve the issue.

Manufacturer narrative:
A patient experiencing uncomfortable stimulation was reported to abbott. The patient had severe intermittent pain in the right buttock that was exacerbated with sitting or laying down. There was minimal pain in the left leg. The pain in the buttocks would lessen with stimulation turned off but the severe leg pain would return. A CT scan of the pelvis did not identify any anomalies. The right s1 drg lead was replaced on (B)(6) 2019. The abbott representative reported the patient reported pain in the right leg, regardless of whether therapy was on or off. Therapy was confirmed. The patient is to assess the reported right-leg pain, and report back at the next appointment. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.